Event description:
Complainant alleged that during a routine shift check by a clinician, the electrode pads caused the associated defibrillator to display a red "x" indicator. Complainant indicated that there was no pt involvement in the reported malfunction.